Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was no communication between the imaging device and the navigation device. There was no patient present when this issue was identified. No additional information was provided.